Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 the patient reported 12 infusion set cannula was bent and the symptoms patient faces the infusion within 3 hours of insertion. The site of insertion is abdomen & upper thigh and the bg valued remained somewhere between 400 mg/dl :54-500 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available